Event description:
It was reported post scs, the patient experienced a prolonged recovery from sedation. The following day, the patient experienced worsening of the upper thoracic pain, drowsiness, and sweats. The lead was removed without difficulty. There was no puss, blood, or swelling on exam. The blood work indicated a high count of white blood cells and neutrophils which led the physician to suspect an epidural infection. The patient was taken to the emergency room and was treated with hydration. MRI was negative for abscess or bleed. The patient was discharged. Further, it was confirmed from extended work up that there was no infection. Follow-up indicated, the patient is recovering well and the symptoms have resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.